Event description:
The manufacturer received information alleging a ventilator oxygen blending module failure error code and an o2 flow sensor error code occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy evo o2 ventilator oxygen blending module failure error code and an o2 flow sensor error code occurred. There was no harm or injury reported. The device was returned and evaluated by a third party service center. The service technician states that the oxygen blending module (obm) valve was replaced to resolve the obm and o2 flow sensor issues. Additionally, a non reportable drift debug error code and fio2 sensor railed low error code were found in the device's error log. The system printed circuit assembly (pca) was replaced to resolve the errors. The blower assembly, machine flow sensor, tubing fio2, and the tubing low flow o2 were contaminated. The 3 way solenoid valve on the fio2 housing is defective. The air foam inlet filter and particulate filter were replaced for maintenance. The device passed all testing. No further investigation is required.